Event description:
Drug/diluent: 5fu, 4090 mg; fill volume: unk; flow rate: 2 ml/hr; procedure: unk; cathplace: unk. Flow rate too fast. No adverse event occurred. Date of event: (B)(6) 2011. Nominal flow rate: 2 ml/hr. Nominal fill volume: 100 ml. Maximum fill volume: 125 ml. Infusion delivery time for 100 ml is approx 48 hours (2 days) when filled to nominal volume and flow rate.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a f/u report will be filed.